Event description:
Customer began npwt using the legacy dressing kits for an abdominal wound. Approximately 2 months ago she was switched to the 'quick click' soft port dressing kits. For 2-3 weeks the wound was normal but then the gauze and wound fluid turned bright green, fluorescent green with a foul odor. Customer states she has pseudomonas bacterial infection which seems to be a result of the tubing or possibly the gauze on the soft port kits.

Manufacturer narrative:
All the components of the renasys gauze kit (p/n (B)(4)) that come into contact with the patient/wound (i.e. Gauze, saline, soft port, transparent film, dressing non-adherent) are provided sterile. Sterility is guaranteed until the protective package is opened before use. A review of the certificate of compliance, certificate of sterility, certificate of analysis of all the sterile components used in the manufacture of renasys gauze kit (p/n (B)(4)), lot: 201203496 was performed and all components used were appropriately released by their manufacturer and approved for use. All sterilization parameters and sterility test results complied with the specifications for each particular component. Our medical advisor reviewed the reported details and provided the following assessment: "pseudomonas infections can occur in wounds, typically in a moist environment. There is no evidence in this case that pseudomonas was introduced into this wound by the soft port, tubing or gauze, or that the negative pressure wound therapy was responsible in any way for the infection". Based on our investigation we were unable to confirm any causal relationship between the use of our device, and the event reported. No further investigation or corrective actions will be initiated at this time. Smith & nephew will continue to monitor device performance through complaints and other post-market surveillance activities.

Manufacturer narrative:
Investigation in progress; results will be filed in a supplement report.